Event description:
Dialysis catheter developed hole at seam where blue suture winhgs met catheter. Pt went to dialysis unit and was started on hemodialysis. Blood leaked from hole, and pt was not able to dialyze. Catheter was removed and replaced with new catheter the following day.